Manufacturer narrative:
(B)(4).

Event description:
The physician was using a pacific xtreme pta balloon catheter to treat a lesion in the left mid popliteal artery. The lesion exhibited moderate tortuosity and severe calcification (cto). Artery diameter: 5mm x 200mm. The device was used with a 7f sheath and a 0.014¿¿ spider embolic protection device. No damage to the device packaging and no issue noted when removing the device from the hoop. The device was prepped with no issues noted. During inflation to 6atm the pacific xtreme balloon burst .resistance was noted during withdrawal and force was used; the balloon balled up when pulling back through sheath. Then the spider was pulled backed. Everything locked up in sheath. Spider wire broke. Patient was taken to surgery and cut down performed to remove.

Manufacturer narrative:
Evaluation summary : a visual and tactile inspection were performed, several kinks were noted along the shaft (1 at 4 cm from the luer, 1 at 28 cm of the usable length, 1 at 37 cm of the usable length). Only the first 7 cm of the balloon were found attached to the shaft, while the remaining part of the balloon was detached. The proximal part of the balloon shows a longitudinal cut, reasonably effect of the burst claimed. The guide wire tube was heavily stretched and, from the proximal balloon welding, was measuring 55 cm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: images provided show the device broken on the proximal balloon. The spider filter was blocked on the pacific tip. The balloon was bunched. The balloon length of the broken portion was 120 mm. The rupture point appeared at the beginning of the conical balloon portion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.